Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. There were no follow up actions. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>1</noe> malfunction event. Discrepant high results were generated by a cobas e 411 immunoassay analyzer. The events involved a total of 2 patients with the following: two samples with discrepant results for the elecsys pth immunoassay. One patient's gender was female.